Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced the ipg erosion as it was visible at the pocket site with pus surrounding the wound only at the ipg site. The patient went to the emergency department where the physician explanted scs system. The issue has been reported as resolved at this time with no further intervention.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.